Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during whipple surgery, while firing across the bowel, the stapler did not fire. The issue occurred on the second reload. Another reload was used to complete the case. There was no patient injury.